Event description:
Boston scientific received information that this right atrial (ra) lead dislodged shortly after implant. The lead was observed to be oversensing at follow-up with high amplitude. When examined under fluoroscopy, the lead was confirmed to have dislodged. A revision procedure was performed in which the lead was explanted and the atrial port of the patient's device plugged. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.